Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had a huge accident and had issues with all of it coming out on (B)(6) 2016. The patient went all over their toilet as well as their pants. The patient tried to use their patient programmer to check their implant, but when they checked they kept on seeing a screen they didn't understand. It was confirmed that this was the replace patient programmer batteries screen. The patient would call back once they got the batteries replaced. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4) no longer applies to the event.

Event description:
Additional information from the patient reported they went to their healthcare provider's office and discovered therapy had been off for 2 months. Therapy was turned back on and is working. The patient will "track" to ensure previous issues are completely resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the physician¿s assistant (pa) had previously tried program 2 for the patient, so when the patient was having trouble, the patient selected it on their own and had increased gradually to 4.7v. The patient was satisfied. There were no circumstances that the patient knew of that led to their accident. Replacing the programmer batteries resolved the patient¿s accident and programmer issues. The batteries were the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.